Event description:
It was reported the unit "intermittent heating". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no major defects observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was then prepared for the functional bench test where a water reservoir bottle, an adult breathing circuit (880-36kit), a 382-10 conchasmart column, and dual temperature probes were connected to the unit. Air flow was supplied to the unit for a real time operational scenario. The unit successfully navigated all pre-operational self-tests again and was functioning in real time. The settings were set to full rainout, invasive, at 37 degrees c. It was noted during the bench test that the warm-up time for the unit was longer than normal, taking approximately 15 minutes to heat up to 37 degrees c when the normal operating range for warm-up time is within ten minutes. However, once the unit reached the desired temperature, it fluctuated between 36.9 and 37.2 degrees c (normal operating range) for approximately 1.0 hour. R and d was contacted regarding the longer warm-up time. They indicated that since the unit is older than three years and was able to heat up and hold the correct temperature, the longer warm-up time is not a cause for concern and does not indicate a problem with the unit. Based on the investigation performed, the reported complaint of the unit not heating intermittently could not be confirmed. Functional testing did not reveal any operational anomalies.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the unit "intermittent heating". No patient involvement reported.